Manufacturer narrative:
Lot number was not provided; therefore, manufacturer and expiration date cannot be determined.

Event description:
It was reported that during an angiography and ileofemoral intervention procedure, an intravascular ultrasound (ivus) catheter distal tip detached in the pt's left external iliac artery. It was noted that no resistance was encountered during advancement or withdrawal of the ivus catheter. The detached tip was too small to be retrieved with a snare device, so an attempt to press the detached tip against the vessel wall with a balloon catheter was tried unsuccessfully. Finally, the physician stented the detached tip to the vessel wall. Pt was reported to be doing "fine".